Manufacturer narrative:
(B)(4). Analyses of the returned device are consistent with and confirm the reported difficulty encountered removing the device as evidenced by a broken locator wing. During clip deployment, the locator wings are designed to automatically collapse so as not to interfere with the clip deployment. However, the locator wings of this device were broken, which prevented them from collapsing. This occurred possibly by compressed tissue between the locator wings and the distal end of the clip delivery tubeset during thumb advancer deployment. The findings, thumb advancer retraction and broken locator wings, are consistent with a device that is difficult to remove. Broken locator wings can be influenced by, but not limited to; manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. During manufacturing, all locator wings assemblies are inspected to assure their proper assembly and operation. Deployment of the device in challenging anatomies from prior arteriotomy closures such as the reported fibrous scar tissue at the access/groin site can cause broken locator wings resulting in difficulty removing the device. Distal directional forces can be applied to the deployed locator wings from tissue being compacted between the clip delivery tubeset and the deployed locator wings during thumb advancer/clip delivery tubeset deployment through the tissue tract, possibly due to an insufficient nick-and-spread. This condition inhibits correct locator wings retraction into the distal end of the clip delivery tubeset after clip deployment, which can bend and in some cases cause breakage of the locator wings. The returned device components are consistent with the reported attempt to remove the device in accordance with the instructions for use under closure procedures. The removal procedures as outline in the instruction for use were followed; however, the thumb advancer could not be retracted proximally and the device remained stuck. Counter traction with assertive pull was used to remove the device bending the locator wings. Based on the analysis, inspection criteria and reported information the cause of the reported difficult removal and subsequent retraction problem is related to the operational influences during use and not a product quality deficiency. A review of the lot history record for the reported lot did not reveal any nonconforming material report associated with this lot. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after a diagnostic left heart angiogram, arteriotomy closure was attempted of the right common femoral artery using a starclose se device. Reportedly, after clip deployment, difficulty was encountered removing the device. In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset, but the thumb advancer could not be retracted proximally and the device remained stuck. The device was removed by applying counter traction with an assertive pull, which bent a starclose se locator wing. Manual arterial compression was applied to achieve hemostasis. The right limb pedal pulses were good. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.